Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The system passed a system checkout and determined that system was functioning as designed. Software analysis was initiated. Analysis determined that this issue is consistent with a known software anomaly. The anomaly is tracked in an internal anomaly database. Other relevant device(s) are: product ID: 9735736, serial/lot #: unk. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that when the site was trying to pull a patient archive from pacs, the system displayed an internal error with error code 64. The site burnt the patient exam onto a cd. A representative was on site and noted that the issue is likely due to a network issue. The issue has occurred intermittently. It was noted that the site has two ports and two network cables for 4 navigation systems. The rep was on site a few days later and was unable to replicate the issue. Software analysis determined this issue was due to the system.